Event description:
The customer reported a leak involving the coulter lh 750 hematology analyzer. The customer indicated the leak was not contained within the instrument and 40 cc of diluent leaked onto the countertop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a hole in the tubing at vl3a. The fse replaced the tubing and no further leak was observed. The fse also replaced the fluid detector 7 that was damaged by the leak. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).